Manufacturer narrative:
(B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a "vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported that this patient was found down at home by the caregiver. The caregiver called the hospital stating that the vad had stopped. New batteries were attached to controller and the appropriate vad lights and values were displayed. Ems was contacted. Per ems report, the patient was awake and alert with the vad running. The patient was transported to local emergency department (ed) and then transferred to the implanting facility. The controller and two batteries were exchanged. The last report received indicated that the patient remained hospitalized.

Manufacturer narrative:
Additional information received indicates that the site does not know how long the patient had been without power or whether they had been connected to both power sources at the time of the event. They further reported that they did not know if the patient had had any other controller and/or power source issues in the past. Details regarding the results of any diagnostic testing or treatments provided were not reported. The site was also unable to provide further information about the patient's outcome or current status. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a double power disconnect was confirmed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed a controller power-up event on (B)(6) 2016 at 12:06:36. The data point prior to the controller power-up event occurred at 01:33:16 and revealed that the controller was connected to batteries (B)(4) which had 49% and 65% remaining charge, respectively. The data point after the controller power-up event showed that the controller was connected to batteries (B)(4) which had 98% and 65% remaining charge, respectively. The maximum pump off time was approximately ten and a half hours. Based on available logs, it is uncertain if a controller exchange occurred or if no controller was in use between the available data points. The most likely root cause of the event can be attributed to a double disconnection of external power sources from the controller. Analysis of the devices could not be performed since the devices were not returned for evaluation. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) - expiration date: 10/31/2016 - device manufacture date: 10/01/2015. Battery - (B)(4) - expiration date: 10/31/2016 - device manufacture date: 10/01/2015. (B)(4).